Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip was explanted. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda), mitral regurgitation (mr) and tissue damage, requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to 1. On (B)(6) 2018, the patient received a consultation and reported shortness of breath. Medication was given. On (B)(6) 2018, the patient returned for another consultation and continued to have shortness of breath. It was found that the medial clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr increased to 3 and leaflet damage was observed. On (B)(6) 2018, the patient was treated with valve replacement surgery. The clips were explanted and the patient was confirmed to be stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the definitive cause for reported single leaflet device attachment (slda) cannot be determined in this case. The reported tissue damage and recurrent mitral regurgitation (mr) was due to slda. The reported patient effect of shortness of breath was secondary effect caused due to increase in mr. The reported patient effects of worsening mr, dyspnea, mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.